Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence and the cartridge was leaking, location undefined. A new cartridge was loaded to resolve the issue. It was also reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of "high", although specific value not provided; cause was not known. A correction bolus via pump was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.